Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 29-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep), who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the stimulation increased when the patient bent forward. The patient also reported palpating of the anchor site. As a contributing factor to the issues, it was noted that the patient fell one year prior to the report. The rep turned the left lead on and could reproduce the increased stim. When the right lead was turned on, it did not reproduce the symptoms. In the end, it was decided the left lead would be replaced. The issue was not resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.